Manufacturer narrative:
Other applicable components are: product ID: bi71000481, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. The ups battery cartridge was replaced. The system then functioned within specification and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) was powering off when unplugged from the wall power. The uninterruptible power supply (ups) battery cartridge was replaced which resolved the issue. There was no patient involved.